Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a slit was inconclusive because no sample was returned to bas for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage, material fatigue, and over-stretch; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time and the reported event could not be confirmed as a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebt0240 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the PICC had a fracture/slit in the tubing near the hub, this was noted during time of dwell in patient. A new device was placed. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebt0240 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the PICC had a fracture/slit in the tubing near the hub, this was noted during time of dwell in patient. A new device was placed. No patient injury reported.